Event description:
It was reported that, "screwdriver is not holding the screw tight."

Manufacturer narrative:
Additional information has been requested and if received, will be provided on a supplemental report.